Manufacturer narrative:
Investigation: a sample was received in the columbus plant for evaluation. It has no packaging flow wrap. The barrel label confirms the lot# 7139551. It has the plunger rod-rubber stopper, the tip cap and the saline solution. It has the barrel flange damaged therefore failure mode is verified. Root cause could not be determined. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. There was no documentation of issues for the complaint of batch 7139551 during this production run. DHR/bhr review there was no documentation of issues for the complaint of batch 7139551 during this production run. All our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch.

Event description:
It was reported that the flange on a bd posiflush¿ syringe was broken while still in the package. There was no report of exposure, injury or medical interventions.